Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient had an over correction of astigmatism post cataract surgery. Aberrometer suggested a toric intraocular lens (iol). The patient reported distorted vision post surgery. Iol was explanted and a monofocal iol was implanted.

Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).